Manufacturer narrative:
The hcg+b reagent lot number was 774930. The expiration date was not provided. The tnt reagent lot number was 771982. The expiration date was not provided. The customer mentioned that qc and calibration were acceptable. The preventive maintenance status was up to date, the pipes were replaced every 8 weeks, the sample/reagent probe and the sipper were cleaned daily, 13mm tubes and racks with adapters were used, and liquid flow cleaning maintenance was carried out every 15 days. The field service engineer adjusted the photo multiplier high voltage (pmt-hv). He then performed initial blankcell calibration and qc and they were within specifications. The root cause was due to a misadjusted pmt-hv (component failure). The service action (adjusted the pmt-hv) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about a questionable high result for 1 patient's sample tested with elecsys hcg+beta (hcg+b) assay and 1 patient's sample tested with elecsys troponin t (tnt) assay on a cobas e411 immunoanalyzer (disk system). Sample 1 (patient 1) was tested for hcg+b: initial result: 24 . Repeat result: >10000. The unit of measurement was not provided. Sample 2 (patient 2) was tested for tnt: initial result: 18 pg/ml. Repeat result: 1216 pg/ml. The physicians questioned the initial results and the samples were then repeated.